Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that a needle through the catheter occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the needle is getting stuck in the intercath, there is a ridge that was possibly not there before and it is causing the needle to puncture through the intercath and when they take the needle out there is no blood flow and when they remove the intercath it is punctured."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the needle is getting stuck in the intercath, there is a ridge that was possibly not there before and it is causing the needle to puncture through the intercath and when they take the needle out there is no blood flow and when they remove the intercath it is punctured."